Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the lights on the charger was flashing red. The customer reported a lost sensor alarm occurring after the transmitter was charged for eight hours. Customer's blood glucose was 526 mg/dl at the time of incident. The customer corrected their blood glucose with the insulin pump. The charger will be replaced. The insulin pump will not be returned for analysis.